Manufacturer narrative:
As of this report, the pacemaker has not been returned. Should additional information become available, this event would be updated.

Event description:
Boston scientific crm received information that this device could not be interrogated. Our company representative was contacted and stated he was informed by a non-boston scientific representative about this and that the pacemaker header had separated from the casing and was replaced. Our company representative was not aware of anything further and is not sure if the pacemaker will be returned. The representative noted this is a non-boston scientific account at this hospital.